Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with injection of reflin (1g once a day, route and duration not reported) and cefepime (1g, frequency, route, and duration not reported) for the event. At the time of this report, the recovery status of the patient was unknown. Action taken with dianeal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.